Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the administrative service account credentials error occurred. A technical support specialist entered the old hard coded cfnadmin station password, allowing the rss update agent to start the application normally. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, an administrative service account credentials error occurred. When the station was rebooted, a pop up from the rss update agent requested the current admin credentials before the station application could launch, which prevented the application from starting. The customer stated that due to this malfunction they were unable to issue the medication. There were no adverse events or injuries reported based on this event.